Manufacturer narrative:
Corrections: section h4 - manufacturer date was added. Section d4 - UDI updated. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
H6 correction: medical device problem code 4030 - excessive heating added. Manufacturer's investigation conclusion: the reported event of a m6 alarm was not confirmed. Additional information provided communicated that no log files were available for review and that no products would be returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the centrimag motor, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. L) section 9 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual (rev. L) section 11.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including motor alarms, and the appropriate actions to take if the issue does not resolve. Centrimag motor instructions for use (rev. F) instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The centrimag motor would not return. The serial number of the centrimag console was not reported by the customer as the error was tracked to the motor. The centrimag console would not be returned.

Event description:
It was reported that the customer stated that a m6 alarm occurred for a centrimag motor. The motor was also noted to be hot. The motor was swapped out and the issue resolved. No patient was involved. No log files were available. It was uncertain if the centrimag motor would return.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.